Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The incomplete expansion of the enterprise2 vascular reconstruction device (vdr) can potentially lead to thrombosis and/or migration or embolization, resulting in ischemia or infarct. There are aneurysm/vessel characteristics, device selection, and operator technique that may have contributed to the event, rather than the design or manufacture of the device. Since the alleged device deficiency required an additional surgical intervention (i.e., implanting a second stent inside the first stent) in an effort to fully expand the stent and preclude patient harm, the event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a healthcare professional, that an enterprise2 4 mm x 23 mm (encr402312/ 9854673) was used for an angioplasty procedure. During the procedure, the user reported incomplete expansion of the enterprise2 vascular reconstruction device (vrd). The event was reported as such, ¿unable to open. It was reported that during surgery, stent was delivered in place and was released. The distal markers of the stent were opened well, but it was found that proximal markers of the stent were converged which could not be opened. Doctor released a second stent in the first stent and completed the surgery. The microcatheter was not replaced.¿ no patient harm or procedural delay was reported. Additional information was received on 20-apr-2026. Summary: per the information provided, the temperature indicator label on the inner pouch had been checked and found to be within acceptable criteria. There was resistance during advancement of the device. The stent did not appear to be damaged. There were no vessel or aneurysm factors that may have contributed to the incomplete expansion. There were no additional interventions performed to attempt to expand the stent. The incomplete expansion did not result in stent migration or embolization of the stent. There was no evidence of blood flow restriction. There was no procedural delay or resulting patient harm.